Manufacturer narrative:
The iol is implanted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
Bausch & lomb received communication from a consumer who is dissatisfied with his visual outcome after cataract surgery with implantation of a crystalens iol in the left eye. The pt complains to poor near vision and difficulty reading. Info received from the operating physician indicates that the lens may have vaulted and is not flexing to accommodate. Preoperatively, the pt's bcva was 20/40 with mr of pl + 1.00 x 180. Postoperatively, the pt's bcva is 20/25 with mr of -0.25 sphere. According to the surgeon, the pt's current prognosis is good.